Manufacturer narrative:
Additional information was received that the patient underwent a lead revision procedure wherein the leads and lead extensions were explanted. The patient was doing well following the procedure. Device malfunction was suspected. Lead fracture was not confirmed. The physician believed that fracture might be at the bottom of the lead or the extension. Additional suspect medical device components involved in the event: model #:sc-2316-50, serial #:(B)(4), description: infinion 1x16 perc lead kit-50 cm; model #:sc-3400-30, serial #:(B)(4), description: infinion splitter 2x8 kit (30 cm). Device evaluation indicated that the lead passed mechanical tests performed. Lead (sc-2316-50, sn (B)(4)) found broken cables were completely broken at the bent/kinked location of the lead. High impedance readings were noted. The broken cables resulted in the reported complaint. Lead (sc-2316-50, sn (B)(4)) impedance tests confirmed the complaint. X-ray inspection found broken cable wires along the proximal array. Device evaluation indicated that the lead extensions passed visual, electrical, mechanical and photographic imaging tests performed. No anomalies were found.

Event description:
A report was received that the patient was not receiving adequate stimulation and that high impedances were noted on the lead contacts. Lead fracture was suspected. The patient will undergo a lead revision wherein the leads will be replaced.

Event description:
A report was received that the patient was not receiving adequate stimulation and that high impedances were noted on the lead contacts. Lead fracture was suspected. The patient will undergo a lead revision wherein the leads will be replaced.